Manufacturer narrative:
The device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Factors that are known to contribute to the alleged fault/failure may be a connection issue or a component failure. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the key lock of the versajet ii console would not turn. No procedure was being performed; hence, no patient was involved.